Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and competitive right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. This device was never in service and was replaced with no issue. Additional information indicated that the source of high out-of-range shock impedance measurement was due to the lead which had been compromised during the change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An external visual inspection noted minor scratches on the case. All set plugs were intact and set screws were operating normally. The device passed manual lead impedance and returned product electrical testing. This device met specifications and normal device function was noted.